Event description:
It was reported that during a total thyroidectomy, a clip fell out of the device at one point and jammed on another time. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # w7017r. Additional information was requested and the following was obtained: "this is been going on for the past two months with the new, re-branded clip appliers. Scissored clips have been seen as well though not in this particular case." What is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? Please product codes(s). Please provide lot number(s). He has experienced clips falling out, two clips coming out at one time, jamming with no clip being deployed, misaligned clips, etc. This has been going on for approximately 3 months and was not reported to us as they thought it was a lot number issue and they would just get through the lot. Approximately 70% of the cases he uses the medium size, and the rest would more than likely be the small size as his cases are head and neck. For any future cases where there is an alleged deficiency of any ethicon device, the sales rep will communicate to the account that the details of what was experienced needs to be reported to us here at ethicon and the device(s) need to retain and returned to ethicon for evaluation." Investigation summary : the device was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned empty and lockout had been fired through. The device was CT scanned and the lockout spring was found out of place and the spring bent. In addition, the anti-backup lever was found worn out, due to lockout being fired through. No conclusion could be reached as to what may have caused the observed issues. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.